Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet of the suture detached in the patient. They got a second capio slim and completed the case. Patient was fine with no reported complications.

Event description:
It was reported that the bullet of the suture detached in the patient. They got a second capio slim and completed the case. Patient was fine with no reported complications.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number nor product code was provided. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accesory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. A corrective action cannot be determined due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root.